Event description:
It was reported that post a da vinci s prostatectomy procedure, the patient developed bilateral leg nerve palsy. No additional patient harm or adverse outcome was reported.

Manufacturer narrative:
In 2009, additional information regarding the event was provided by the console surgeon who reported that the procedure duration was 8 hours from start to finish, with the patient docked at the da vinci s patient side cart for 5 hours and 50 minutes. The patient was in a steep trendelenburg position and secured to the patient table with velcro straps and shoulder restraints with an "egg crate" underneath him. The surgeon speculated that the patient's legs were too abducted and lowered too far. The patient remained in the hospital for an additional 7 days for rehabilitation. As of the same day, the patient had 25% of his full capabilities. It was noted that the patient recovered well from the original da vinci s prostatectomy procedure. Based on the information provided, it was determined that the da vinci s surgical system did not malfunction in a way that would cause nor contribute to the patient injury, however, it was determined that the patient's positioning and the extended procedure duration likely caused the event.